Event description:
Found out about this on (B)(6) 2018 from the PICC team. Defect or failure created an unsafe condition. On (B)(6) 2018 PICC department received a letter from bard in regards to the PICC provena catheters which was the type of line used on this patient. Patient was brought back to facility by parents on (B)(6) 2017 with a hole in the PICC line in the leg extension above the hub for the needleless connector. Pt had to go to surgery to have a broviac placed.